Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to clean the pneumatic tap area on the pump and guided them through filling and loading a new cartridge, which resolved the issue. Caller successfully loaded a cartridge onto the pump and resumed insulin use.